Event description:
Filshie clips malfunctioned. Clips would not close around fallopian tube. A second set of clips didn't lock and slipped off tube. No injury.

Event description:
Add'l info rec'd from MFR 9/25/01: as the calibration of the filshie clip applicator is crucial to proper closure of the clip, avalon should check the service history of the applicator and retrieve it for inspection. This is not possible as neither the clips nor the applicator are available for investigation. However, MFR has requested that the MFR, femcare, perform tests on archived clips of the same lot #0105/2 associated with the complaint, MFR will forward the results of such tests. It is very important that they understand the relevance of checking the calibration of their filshie clip applicator to avoid possible future problems.

Event description:
Add'l info received from MFR 3/10/01: the service history and original goods inwards paperwork has been checked and was satisfactory. Archive clips from this lot have been checked dimensionally, loaded into a test applicator and closed. Nothing was found that might explain the reported incident. The filshie equipment involved can help to establish a cause, and co recommends that the equipment be returned to co for examination. It would also help to pinpoint the cause if the actual filshie clips involved in the reported incident are returned to co for examination. Add'l info received from MFR 10/05/01: nothing further can be done to investigate this complaint without the applicator used during the procedure. As co is unable to retrieve the applicator due to the anonymity of the reporter. Avalon medical considers this complaint closed.